Event description:
Hamilton medical ag received the following event description from the service technician : "here is the events log for g5 sn: (B)(4). It had alarms 5015 for obstructed expiratory valve, 4001 loss of peep, and 4076 high peep. As we discussed on the phone I ran it for 1 hour with no changes in settings. I accessed the events log and tried to look up the codes. Then I took the expiratory valve off and it was full of sticky moisture. When I reattached it, the same alarms came on. Then I called you and cleaned the pin as you said. It does not alarm now but I don't really trust it.

Manufacturer narrative:
Customer was informed as preventative measure to replace expiratory valve assembly, also to clean machine properly in between uses.

Manufacturer narrative:
Customer was informed as preventative measure to replace expiratory valve assembly, also to clean machine properly in between uses. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The device had alarms 5015 for obstructed expiratory valve, 4001 loss of peep, and 4076 high peep. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The logfiles confirmed that at 09.04,2023 often "exhalation obstructed" alarms were logged. The ventilator was used together with a nebulizer to ventilate a patient. No technical fault (tf) was logged. At the reported date of the event 31.03.2023 the devcie was not powered on (no log entries). The expiratory valve was taken off and found to be full of sticky moisture. The pin was cleaned and the expiratory valve was put back without any alarms going off. The customer was informed to replace exp. Valve and to clean the machine properly between uses as preventative measure. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description from the service technician : "here is the events log for g5 sn: (B)(6). It had alarms 5015 for obstructed expiratory valve, 4001 loss of peep, and 4076 high peep. As we discussed on the phone I ran it for 1 hour with no changes in settings. I accessed the events log and tried to look up the codes. Then I took the expiratory valve off and it was full of sticky moisture. When I reattached it, the same alarms came on. Then I called you and cleaned the pin as you said. It does not alarm now but I don't really trust it. "